Manufacturer narrative:
Capsule contracture reported as the reason for explantation.

Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture reported as the reason for complaint. Unable to confirm device was explanted. Update to section g6, h10.

Event description:
Capsule contracture